Event description:
Customer reported receiving failed battery test alarms with six batteries she had inserted. The customer's blood glucose was 260 mg/dl. The customer stated she has not treated for her blood glucose. Troubleshooting found the customer did not have a spring in the battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.